Event description:
Resident was preparing to receive a shower with the assistance of a caregiver when the oversized, pvc shower chair cracked along the bar supporting the wheel, causing the resident to fall backwards onto the floor. Resident was discharged to (B)(6) and transported by ems. Radiographic studies revealed an avulsion fracture of the t10 and a non-displaced fracture of the t10-t11. He returned to the facility with a new order for pain medication and consultation with a neurosurgeon at (B)(6).